Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure the injector caused unspecified issue. The patient contact was noted. Additional information has been received that the lens was injected into eye, a mark on lens was observed. There was no patient harm and no hospitalization.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of mark observed on lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. No lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).